Event description:
Account reported that system locked during case and displayed an error message. A back-up system was used to complete the case. They also reported that patient is expected to have full recovery without issues.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
Field service specialist visited the account after the reported event and was unable to duplicate the reported problem however, he verified the error in the error log. Proactively he replaced the advantech pcb (printed circuit board), the network adapter pcb, the modified ethernet cable and the instrument manager, completed install of software upgrade and vacuum calibration.